Event description:
A ventilator was returned to a third party service center. There was no allegation of pt harm or injury by the customer.

Manufacturer narrative:
During the device evaluation at a third party service center, a failure of the device to charge its batteries was found. The device's power supply was replaced to address the issue. There was not patient harm or injury reported. The ventilator was found to audibly and visually alarm as designed.